Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyglass ds controller was analyzed by enercon technologies, and a visual evaluation was performed. The vga and y/c video outputs were damaged. Top cover scratches were observed. The catheter interface contacts were contaminated. Fluid ingress was observed. It was determined that a rebuild was required. The reported event was confirmed. As per supplier report, a series of cosmetic damages were identified to the unit as well as catheter interface contacts contaminated and evidence of fluid ingress requiring rebuild of the unit. Although the number of procedures/recycles of the unit are unknown, handling during use and reprocessing over time likely contributed to the event. Based on all gathered information, the most probable root cause of this complaint is cause traced to maintenance. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
Note: this report pertains to two spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when putting the scope into the controller, no image was noted. A second spyscope ds ii was used but still no image. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to two spyscope ds ii and a spyglass ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and a spyglass ds controller were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when putting the scope into the controller, no image was noted. A second spyscope ds ii was used but still no image. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.